Event description:
Step daughter of patient was assisting with opening the wheelchair. The chair was almost flat, when she reached for the seat with her right hand, as the seat fully opened and pinched the tip of her right little finger between the seat rail and the chair frame amputating the tip of her little finger. The person opening the chair had been instructed not to put his hands in that location. The step daughter had not.